Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose and blood glucose discrepancy. The customer reported no adverse event. The event involved product(s) mmt-5100jd1. Troubleshooting was performed, and the insulin delivery was suspended due to sensor glucose (sg) vs. Blood glucose (bg) difference. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The suspend on low event and the low limit in the sensor settings value was 50 mg/dl. The blood glucose value associated with the triggered suspend event 100 mg/dl and the difference between sensor glucose and blood glucose was more than 30%. No harm requiring medical intervention was reported. No product return was required for mmt-5100jd1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.